Event description:
It was reported that stent detachment occurred, requiring additional intervention. A 10.0x60x135 cm express ld stent balloon expandable was selected for angioplasty of common iliac arteries. During the procedure, when the physician passed the stent for ballooning in the left iliac artery, the stent was detached in an inappropriate location. A snare loop was passed, and an attempt was made to remove the stent via the inguinal route, but recovery was not possible. A vascular procedure tray was requested, and a left inguinal incision was performed with common femoral artery dissection to remove the foreign body. Local restoration was performed with angioplasty using a non-boston scientific stent in the left iliac artery. The procedure was completed with a different device. There were no patient complications as a result of this event. Control angiography confirmed successful treatment of the lesion. Inguinal arterioplasty was completed, followed by layered closure and application of a compression dressing after removal of the introducer. The patient remained stable and was transferred to the intensive care unit (ICU) directly from the operating room.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).